Event description:
It was reported that during testing conducted at the manufacturer facility, the saw was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Corrosion was found in the motor and the sockets, which was identified as a probable cause of the device running without user activation.